Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the acp to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis with error 319, and the reported problem was successfully replicated. In logs, error 319 was identified, indicating that the fault occurred in the field. Upon visual inspection, no issues were found related to the reported event. The acp was installed in a golden system, and upon power-on, the system failed with error 319. Based on these findings, failure analysis concluded that acp failure was the root cause of the reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer was needing to restart the system or disable the boom. The system had already been restarted several times prior to the support interaction with no change in the error condition. A review of the system logs confirmed the presence of error 260200 followed by error 319. It was verified that the operator panel was in the normal position at the time of the interaction. An emergency power off (epo) of the patient side cart (psc) was performed as a troubleshooting step, however no change in the error condition was observed. As a resolution to allow the procedure to continue, it was determined that the robot would be swapped with another dv5 robot to perform the case. There was no report of patient involvement or reported injury.